Manufacturer narrative:
Unit was received with all buttons responsive and functioning properly. Unit passed the self-test, displacement test, rewind test, prime/seating test, active current test, sleep current test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. In pump history files, nodelivery alarms were noted on (B)(6) 2025 from 12:08:11.000 through 12:12:52.000. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 21:29:00 after more than 7 days at 20.62 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of moisture damage to the electronic assembly. The j1 connector on pcba 1 was locked properly during visual inspection. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and broken belt clip rails. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad, no delivery/occlusion alarm and charge/battery lasts less than expected was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history. Unit functioned properly and no alarms noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported malfunctions of the pump going through batteries every 2 or 3 days, reported past event of an unexplained no delivery alarms, and had to press the buttons multiple times. The customer reported no adverse event. The event involved product(s) mmt-399a, unk_reservoir, mmt-1884.troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-399a, unk_reservoir, mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.